Manufacturer narrative:
This report was sent in error as the metal contact detachment would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the metal contact fell off the bronchovideoscope during set up of an unknown procedure. There were no reports of patient harm.